Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
During a craniotomy procedure, the sys was unstable. Add'l info has been requested relating to this incident.